Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the sample evaluation, the catheter balloon was difficult to inflate.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received. Visual evaluation noted the balloon was partially inflated on return. The solution was able to be removed passively from the balloon. The drainage lumen was flushed and no leaks were found. It was attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but was only able to get about 1 ml of solution into the balloon, and unable to advance any more. This fails to meet specifications per inspection procedure stating that the balloon fill must be complete. Due to the balloon not being able to be filled completely, the balloon was then dissected to find that the inflation notch was not completely perforated. This is considered a failure per inspection procedure stating that the inflation notch must be properly formed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the sample evaluation, the catheter balloon was difficult to inflate.